Event description:
It was reported during an unknown procedure the staples came out of the ppw35 unevenly. Another ppw35 was opened with the same result. A 3rd stapler was opened and worked fine. Only one stapler is being returned. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.21408. Device-a. D5,6; h4: info not available, device not returned for analysis.